Event description:
The subject reported that approx 2-3 months ago their blood glucose on the one touch basic meter read 202 mg/dl. The subject reported feeling very sick and called the paramedics. The subject's blood glucose obtained by the paramedics was 505 mg/dl (method and timeframe unk). The subject was transported to the hosp and treated for hyperglycemia with insulin. The subject reports using an incorrect meter cleaning technique: saliva on q-tip. Subject does not perform control solution or check strip tests.